Manufacturer narrative:
Based on the claim against the product by the customer noting a cut in the cord, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found with cable integrity (visual damage) on zone a as well as mechanical damage to the housing and button. On 01/03/2022, additional failure analysis noted a dislodged camera instrument adapter and a defect in the camera cable. The complaint regarding a cut in the cord was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the xi endoscope was found with a dislodged camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 30-degree endoscope had a cut in the cord. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.